Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the covers to the inner and outer trays stuck together when the outer tray was opened was confirmed via the customer submitted photo. The system controller (serial #: (B)(6)) was not returned for analysis; however, the system controller packaging was returned for analysis. A customer submitted photo confirmed the reported event of the covers to the inner and outer trays stuck together when the outer tray was opened. Upon initial observation with product performance engineering (ppe), the packaging returned in the same state as shown in the customer submitted photo. A manufacturing analysis task was opened to address the reported event which identified that this issue is not suspected to be manufacturing or design related. Man and mother nature were retained as potential root causes. No additional actions will be performed at this time. A further root cause was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 5 entitled ¿surgical procedures¿ provides instructions on how to properly unpack the system controller: ¿the system controller comes in a double plastic tray setup with a sealed cover. To unpack the system controller: peel back the cover of the outer plastic tray and then peel back the lid of the inner tray¿. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Labeling placed on the system controller packaging details temperature limitations for storage, 15°c - 25°c. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during the priming of the pump, the surgical assistant tried to unpack the system controller and the packaging opened incorrectly. They tried to open the cover of the unsterilized outer tray, but the cover of the inner sterilized tray had opened at the same time, so that both covers were peeled off together.